Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patent who was implanted with a neurostimulator (ins). It was reported that since implant, stim jumps around and goes to ankles, feet, private area, legs, knees. Once in a while it goes to her spine where she needs it. It feels good when it is in the spine but it does not stay there. The back hurts bad then. It jumps around. Caller tried groups a, b and c and tried changing intensity. Later the rep stated they were in contact with the patient. No further complications were reported. On 2020-may-18 (rep): additional information was received from the rep. It was reported that the rep reprogrammed the patient and was hoping that helps. Rep confirmed the notified date of (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had no change in activities and the device kept shutting off after being connected to their battery in their back lower hip area after 1-1.5 hours. The issue had not been fixed and they had to take the cover off, unscrew the screw, disconnect the cord electrical part, push the reset button, reset it and attempt to try it again and hoped it worked to give them half charge for a few days. They also believed their battery needed to be replaced and they had called their healthcare provider. The issue had not been resolved. No further information was reported.